Manufacturer narrative:
Block b3: exact date unknown, event occurred upon implant prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was also mentioned that the puck would not stop beeping. The patient underwent a pocket repositioning procedure and was doing well postoperatively. The device remains implanted and in service.